Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob). Basal rate was .34 u/hr throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl. Juice and food were consumed to address the bg level. The contact was not sure what caused the low bg and thought that the customer was active and the weather was hot. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.